Event description:
It was reported that a homechoice cassette had a connection issue; the patient line was unable to be disconnected from the transfer set. This occurred during an unspecified step of peritoneal dialysis therapy. The tube had to be cut to disconnect. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Initial reporter facility name: (B)(6). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.